Event description:
New information received notes the lead was capped and replaced.

Event description:
It was reported that high ventricular threshold was observed. X-ray revealed lead dislodgement. Lead will be re-positioned.

Manufacturer narrative:
No medwatch form was received.